Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, making the device unresponsive. There was no adverse impact to the customer's blood glucose level. The customer bumped into a wall, railing, or counter which led to the damage, and their pump was out of warranty. As a corrective action, customer technical support (cts) agreed to send a replacement pump and provided a loaner pump agreement.